Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. No frozen screen noted. No ramping numbers anomaly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer reported that the keypad was not responding properly and the device was skipping screens. The customer stated that she wears the device in her bra. Blood glucose level at the time of the incident was 107 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.